Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 system. The incident occurred in (B)(6). A livanova representative contacted the customer to receive further information about the specific case. However the customer reported that the failure did not reoccur and the device now works according the specification. Therefore the customer cancelled the service request and no further investigation is possible. A review of the DHR did not identify deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s5 system displayed an error message and a pump stopped working during procedure. There was no report of patient injury.